Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a jetstream xc 2.1 mm atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device was visually examined and it showed damage in the form of severe kinks located 66 cm an 76 cm from the tip and twisting of the shaft located 30.5 cm to 32 cm from the tip. Functional analysis was done by completing the setup procedure and performing aspiration testing of the device. Test results showed that this device did not perform as designed per the test procedure specification withdrawing 3 ml of fluid in the 1 minute time frame. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that there was a loss of aspiration. A 2.1 mm jetstream xc catheter was selected for use for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, the aspiration of the catheter was not adequate inside the patient. It was introducing a lot of air in the aspiration line, aspirating as smooth as usual but the device was not functioning properly. However, the physician used the device. Then, the procedure completed by ballooning and stenting the vessel. There were no patient complications reported. The patient was fine.